Event description:
On 28-apr-2023, a practice reported to merz/ulthera via email a potential ulthera adverse event on behalf of a patient. It was reported: "[patient had] full face and neck ultherapy on (B)(6) 2023 and as of yesterday ((B)(6) 2023) has residual markings of her neck. She is of indian descent (fitz v) and hyperpigmentation and scarring are a concern especially with this skin type. We have provided products to assist in further healing and treatment of pigmentation, but are concerned about more permanent damage to the skin." On 19-may-2023, the practice was contacted by phone to attempt to obtain additional information. The practice stated the patient had a follow-up appointment scheduled for (B)(6) 2023 and requested to call back after that date. On 23-may-2023, the practice was phoned again to obtain additional information; however, there was no answer. A voicemail was provided requesting a callback, but no response was received as of this report. No additional information is available at this time.

Manufacturer narrative:
No additional information was received regarding this event or devices used during this treatment despite attempts on 30-apr-2023, 12-may-2023, 19-may-2023, and 23-may-2023. A review of the device history records or service history of the devices used during this treatment could not be performed as no device identifiers (e.g. Serial numbers) or additional information related to this event were provided. A review of the ulthera patient complaint trend analysis report for the reported issues of patient welt, patient discoloration, and patient burn revealed that the trends are within allowable limits and will continue to be monitored. The patient investigation found that there are not enough details to confirm whether a merz/ulthera device malfunctioned, and it is unconfirmed whether a merz/ulthera device caused or contributed to the event. However, permanent damage cannot be excluded with certainty. No additional information is available at this time. If additional information becomes available, a supplemental report will be submitted.